Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had heat and noise. It was further determined that the device reflected heat with a reading of 118.1 degrees fahrenheit which was greater than the manufacturers' specification (118.1 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). It was further determined that the device reflected noise with a reading of 86.2 decibels which was greater than manufacture's specification (86.2 decibels; specified reading is sound level must not exceed 76 decibels). It was further observed that the large bearing was broken / worn out. During the assessment, it was determined that two of the reported issues (heat and noise) were verified. It was further observed that the large bearing was broken and worn out causing the heat and noise which was consistent with normal use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior cervical fusion (level 3) surgical procedure, it was discovered that the motor device was smoking, making noise and heating up. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.